Event description:
Falsely elevated troponin I results were obtained on three patient samples. The results were reported and questioned by the physician. Repeat draw samples were run and lower, negative troponin I results were obtained. All three patients were transferred to an alternate facility. One patient received a cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.